Manufacturer narrative:
Not applicable, as there was no patient contact with the product. If implanted, give date: not applicable, no patient contact with the product. If explanted, give date: not applicable, no patient contact with the product. Telephone number: +011(44)1509564319. The intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain additional information regarding the complaint. However; to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded intraocular lens (iol) was damaged. Issue was observed upon opening the packaging. Despite several follow ups no additional information was provided. This is report 2 of 3.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: 8th july 2022. Section h3: device evaluated by manufacturer? Yes. Device evaluation: the suspect iol and handpiece were received and evaluated. No issues were identified with both the lens and the handpiece. No further evaluation was performed. The complaint issue was not identified during product evaluation. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.